Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues and fluid loss. A surgical procedure was performed, during which it was identified that the left cylinder had ruptured and the tubing connecting the left cylinder to the pump was also broken, resulting in fluid leakage. No patient complications were reported.